Manufacturer narrative:
A physical examination of the arh slide-loc neck was performed, including microscopic examination. The returned part's locking interface (with the stem) failed the go/no go gage. This was due to some raised material which was most likely present as a result of the use of the product. Additional mdrs associated with this event: 3025141-2016-00098: arh slide-loc standard stem 9mm, 3025141-2016-00099: arh slide-loc head, 24mm, left.

Event description:
An arh slide-loc radial head was implanted. The head/neck assembly portion of the implant became disassociated from the stem portion post operatively. The implants were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00098 follow up 1: stem; 3025141-2016-00099 follow up 1: head.